Manufacturer narrative:
It was initially reported that the date of event was (B)(6) 2015. The date of explant was (B)(6) 2015. This record has been updated to reflect that corrected information. The device was returned and evaluated by the supplier. The suppliers evaluation included a review of quality records, which found that the instrument met all manufacturing and quality inspection/testing requirements prior to distribution. The evaluation of the device found an excessive amount of dried foreign matter (blood) cover the inside of the connector. The supplier was unable to balance the sensor due to the condition of the connector (foreign matter). The device was returned in a drainage tube with suture attached. Due to the condition of the device as received, no functional testing was possible. The supplier was able to confirm the reported issue, and determined that the cause of failure appeared to be user related. While it appears to have been user related, this is not able to be conclusively determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage issue. The patient is male and (B)(6) years old, did v-p surgery on (B)(6) 2015. It was noted the sensor had leakage after implanting 2 days. The surgeon removed it directly. There was no report on patient injury. Event occurred during procedure, replaced with same product. Please be aware due to the time difference between (B)(4) versus the u.s. Complaints that are received on the same day that they are entered appear that the complaint created date occurred before the complaint notified date. This is attributed to a system issue associated with the time difference. (B)(6) 2015. 1) were there any adverse consequences to the patient? No. 2) please provide the original implant and explant date if known. Implant date: (B)(6) 2015. Explant date: (B)(6) 2015.